Manufacturer narrative:
The lens was discarded by the user facility and will not be returned to b+l for analysis. Based on the current info, the specific root cause of the event cannot be determined. Inspection and test records indicate that this lot conformed to specs at the time of release.

Event description:
It was reported that the pt experienced dysphotopsia (dark shadows), and wanted the akreos iol explanted. The surgeon explanted the akreos iol on (B)(6) 2011 and replaced it with a (B)(4). The pt's symptoms prior to the lens exchange ((B)(6) 2011) were described as "reflection from edges, eye fighting with each other", and "light sensitivity". The surgeon indicated that there were no complications during the original implanting procedure ((B)(6) 2011), the lens was in place and no issues were noted with the akreos iol, but the pt wanted to proceed with the iol exchange. According to the physician, the most likely cause of the event was edge glare and high index of refraction of acryllic. Pt was last seen by the surgeon on (B)(6) 2011 after the iol exchange. Pt still complained of light sensitivity from the left eye, but indicated it was better than before. Pt did not return for add'l follow ups.